Manufacturer narrative:
The suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking o2 safety valve. This complaint will be included with on-going trending analysis. CAPA (B)(4) @ imtmedical ag / I-ch-19-024. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 389-no o2 dosing possible. The issue occurred during patient use. However, intervention is unknown. Furthermore, there is no patient harm associated with the reported event.